Manufacturer narrative:
The event description stated that when the turnpike lp and the guidewire were pulled out of the patient body, the physician found that there is some extra material (like plastic) on the guidewire close to the tip of the turnpike lp. A returned product evaluation determined that the plastic like material was from the distal tip of the turnpike lp. The material was caught in the guidewire and separated from the catheter. The catheter showed signs of torque which caused the distal tip to become damaged. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause is damage during use.

Event description:
During an angioplasty procedure, in order to cross a very calcified lesion, physician used a balloon with diameter of 1.0mm and a micro guide catheter. However both were unsuccessful. Hence, the physician used the turnpike lp 150cm, and rotated for ~5 mins in order to cross the lesion. However, the lesion still cannot be crossed. Finally physician decided not to use the turnpike lp and pull out the turnpike lp (together with guidewire). When the turnpike lp and the guidewire were pulled out of the patient body, the physician found that there is some extra material (like plastic) on the guidewire close to the tip of the turnpike lp. Physician suspected the extra materials on the guidewire came from the tip of the turnpike lp. No adverse event found with patient.